Manufacturer narrative:
Product analysis: ¿ as found condition: the pipeline vantage was returned within the inner pouch and outer carton; inside of a biohazard bag and a shipping box. ¿ visual inspection/damage location details: the distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal ends of the braid were found fully opened and no damage. No defects were found with the tip coil, distal marker, re-sheathing marker, advanced resheathing mechanism or with the proximal bumper. No other anomalies were observed. ¿ testing/analysis: n/a ¿ conclusion: based on the returned device, the customer complaint was not confirmed as the proximal end of braid was found fully opened and no damage. The cause could not be determined. Possible cause of failure to open includes severe vessel tortuosity. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that a ped3 pipeline vantage failed to open in the proximal end. It was a giant wide neck right middle "cerebral" artery (mca) bifurcation aneurysm. Neuronmax 8f, navien 5f, phenom 21 was positioned appropriately. While started deploying the pipeline vantage, it was opened very well at the distal end. He started deploying further. It has opened more than 50%. At the proximal end it was not opened at all. Doctor has resheathed the device started deploying it. It was failed to open at the proximal end. Finally doctor has resheathed the entire device and removed with the micro catheter. The pipeline was not positioned in a bend. The pipeline was resheathed less than or equal to 2 times. No additional steps were taken to open the pipeline. The devices were prepared according to the instructions for use (IFU). The patient was being treated for an unruptured, saccular aneurysm in the right mca bifurcation. The max diameter was 7.55mm and the "neck" diameter was 7.37mm. The distal landing zone was 2.57mm and th e proximal landing zone was 3.04mm. Vessel tortuosity was severe. No patient injury or symptoms were reported.  Ancillary devices: neuronmax 8f 80cms sheath, navien 5f gudie catheter , phenom 21 microcatheter, traxcess 014 guidewire

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.